Event description:
It was reported that after 16 years in service, this right ventricular (rv) lead presented a steady increase in its capture threshold measurements so it was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.